Event description:
Nonspecific t wave abnormality. I developed bradycardia after two session of use. I performed an ECG in (B)(6) 2022 normal with physical. I my fisher wallace stimulator on the (B)(6) 2023, I had screening physical on (B)(6) 2021 and my ECG showed a nonspecific t wave abnormality or sinus bradycardia. Since my previous test were normal prior to use of the stimulator, and after us my ECG is abnormal I think this is to close to be a coincidence.